Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "surgeon inserted 1.15 k-wire down canal of 3rd metacarpal. Screw length was obtained after countersinking drill bit. 2.1mm was inserted down canal as far as possible. 3.0 10mm mini headless screw was inserted. When screw was halfway down canal, screwdriver was visibly harder to turn. Shortly after, the screw broke mid shaft. Added a plate" total of "120 min surgery time".

Manufacturer narrative:
The reported event could be confirmed, based on the provided x-rays. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The x-rays provided are very unclear and could not be analyzed. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "surgeon inserted 1.15 k-wire down canal of 3rd metacarpal. Screw length was obtained after countersinking drill bit. 2.1mm was inserted down canal as far as possible. 3.0 10mm mini headless screw was inserted. When screw was halfway down canal, screwdriver was visibly harder to turn. Shortly after, the screw broke mid shaft. Added a plate" total of "120 min surgery time".